Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that it did not lock properly, resulting in leaks. The event occurred during patient use on two separate occasions while chemotherapy was running. This captures the second of two. Approximately 30 ml of hazardous medication was spilled, coming into direct contact with patients and necessitating a skin assessment and a change of clothing. There was no delay in initiating therapy, the completion of the infusions was delayed due to the need to clean the patients and manage the spill. The product used during chemotherapy administration was discarded due to contamination with chemotherapy. There was patient involvement but no report of harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Received one new ch2000s-c spinning spiros for inspection. No defects or anomalies noted. The spiros was functionally tested and met performance specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no relevant nonconformities were found that would have led to the reported complaint.